Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation, therefore the cause could not be confirmed. However, it is likely that the identified damage to the cable's hdmi pins may have caused or contributed to the reported image issue. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported smart cable did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, their glidescope core smart cable was intermittently displaying a pixelated picture. The customer reported identifying that some of the prongs inside the cable's hdmi connector were out of center. The procedure was completed using a different smart cable which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.